Manufacturer narrative:
D4: lot # unknown as the device was discarded. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional mitraclip implantation procedure. The sheath was upsized to a 21f and the mitraclip implantation procedure was completed. Reportedly post procedure, both successfully pre-placed devices failed to achieve complete hemostasis. Manual compression was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.